Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump had no physical damage. A review of the event history log found no error or double beeps in the history. Functional testing using power up duplicated the reported problem. The error code was caused by battery depletion and the double beeps were caused by fluid ingress on the downstream sensor. The root cause of the problem was due to user interface. To resolve the problems, the error code was cleared and the downstream sensor was replaced.

Event description:
It was reported by the patient that during use, the pump alarmed no disposable. The patient switched to a back up pump and received the remaining life-sustaining intravenous infusion. The continuous infusion was given at 99 nanogram per kilogram per minute (99ng/kg/min) for pulmonary arterial hypertension. A replacement pump was sent to the patient. No patient injury was reported.